Event description:
Caller states that the pt read hi and 352mg/dl on the device 2 minutes apart and the lab result read 92mg/dl a half hour later. Pt was reportedly given 10 units of regular insulin for the 352mg/dl result. Caller reports that approximately 3 hours later the pt had low blood glucose symptoms and tested 53mg/dl on the device and an hour later, 26mg/dl on a lab draw. No treatment info for the low blood glucose was reported. Quality controls were used and reportedly fell in acceptable ranges. Requested return of suspect device and replacement was sent.